Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient called back in needing assistance with pairing set up. The patient connected the recharger but the controller doesn't have a battery, patient used the old li battery pack. Agent walked the patient through on how to pair the new controller to the ins. The patient couldn't passed on connect recharger. Patient reset the controller, cleaned the recharger pins. Patient attempted to pair and got a message battery low replace the controller battery soon. Troubleshooting didn't resolve the issue. Agent sent a request to replace the recharger. Patient called in and reported they received the recharger but now needing a recharging belt. Patient explained that they mistakenly sent back the old recharger with the recharging belt. A replacement belt was sent out. No symptoms were reported.

Event description:
Information was received from a patient regarding an external device. The reason for call was pt said they are in pain and were escalated and combative, and hard to communicate with during the call. They said they are traveling in australia and said "it was malfunctioning, it was working and not working, it would charge then it wouldn't charge", and said "the stimulation just quit". Pt says they told their rep on april 15th and the rep "didn't think it was a problem". They said this is "the 3rd time rep has messed up, he just doesn't care, I had problems programming. They said they complained to their doctor about this and then the rep was nicer. Pt says once they got to australia they found "that it didn't work". They said they "ordered a new battery pack from some lady" and says it hasn't come yet. Reviewed that I don't show any recent call history form the pt, and patient services (pss) cannot send anything overseas. At first I assumed the controller screen was blank and wouldn't come on, but pt said that isn't correct and it does come on, and says it wont connect. During the call they reset controller and tried to charge the ins and got no device found. They tried passive recharge mode (prm) but it said to plug in the rtm, and isn't recognizing that the rtm is plugged in. The issue was not resolved. A replacement controller was sent out. Patient will be back home in the us on friday, so they will try the new controller when they get home.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.